Event description:
It was reported that high impedance was found on the lead. Device failed to shock patient on command. Device was explanted and replaced. Lead parameters were within expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance measurement anomaly was confirmed in the laboratory. The cause of the reported anomaly was found to be due to a fractured can wire connection.